Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown.

Event description:
The customer alleges that the cuff cannot be inflated.

Manufacturer narrative:
(B)(4). The visual examination of the returned product showed no signs of contamination. Discoloration, missing parts or design irregularities could not be found. The graduation marks on the shafts were clearly visible. The inspection of the yellow control cuff did not reveal any irregularities. A leakage test as well as inflation and deflation testing were performed on the returned device. During the leakage test, it could be inflated and deflated easily, without any difficulty and did not show any leakages. Based on the visual examination and functional testing it was determined that the device complies with specification. The device was fully functional. No material or manufacturing failures were found; therefore, the complaint could not be confirmed.

Event description:
The customer alleges that the cuff cannot be inflated.